Event description:
It was reported that an oxygen barrier parenteral nutrition container had a tear in the paper section of its inner packaging. This was discovered upon opening of the overpouch and before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4).evaluation summary: the device was received for evaluation. Visual inspection revealed that the inner pouch had a very small tear on the pouch paper. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.